Event description:
Upon withdrawing the needle, the safety device did not activate leaving the needle exposed. The clinician was unaware of the exposed needle and sustained a needle stick injury when picking up the unit. The reporter was unable to obtain any additional info concerning this incident.

Manufacturer narrative:
The reporter is currently in the process of trying to obtain the sample.